Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). Omsi checked the device, but couldn¿t duplicate the reported phenomenon. In addition, omsc checked all the parameters and the device worked fine. Based on the following investigation results, olympus medical systems corp. (Omsc) was unable to determine the exact cause of the reported event. In addition, the evaluation results showed that the device was normal and the device was not returned to omsc, so the cause could not be surmised. -from the evaluation result, the device was checked, but there was no abnormality. -the device was not returned to omsc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus (B)(4) yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the routine inspection, the pressure was not maintained and the co2 gas could not be insufflated. There was no report of patient injury associated with the event.